Event description:
During a cardiac catheterization, while advancing the pigtail catheter through the aorta, the catheter tip broke off. The procedure was stopped. The catheter tip was safely retrieved without pt injury.